Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the cannulated stepped drill bit broke off during an unknown surgery. The procedure outcome and patient status are unknown. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.022; lot: f-24342; manufacturing site: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: july 09, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Visual inspection: the returned drill bit was examined, and the distal tip was found to be broken and missing a fragment. The break is oblique and jagged. The broken off piece(s) were not returned. No new issues were identified on the other portions of the device. The returned device condition is consistent with the given complaint description; therefore, the complaint was confirmed. Document/specification review: relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture): stepped reamer no product design issues or discrepancies were observed during this investigation. Dimensional analysis: no dimensional analysis was able to be completed both due to the post-manufacturing damage at the distal end of the returned device and the fact that the broken fragment was not returned. Material analysis: the design specified the drill bit to be manufactured from 440a stainless steel material and hardened and tempered to 50 hrc +5/-0. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: while it is possible that any unintended excessive forces could have caused to complaint condition, a definitive root cause for the given complaint condition could not be determined from the provided information. During the investigation, no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.